Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The handpiece (hp) was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no investigations found, which were considered relevant to this investigation. The hp was received for testing. A visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, and tune data which found the handpiece to meet specifications. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet specifications. The handpiece was found to meet specifications. Therefore, the root cause of the reported high ping sound and occlusion events are inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery, an ophthalmic handpiece exhibited high ping sound. The handpiece was probably clogged. The patient experienced white cloud in the eye and at the head wound which was stitched. The surgery was completed with alternative handpiece. Additionally, the patient experienced astigmatism which the patient had to remain in place for a long time. The patient eye was well closed. The outcome of the patient was very slow recovery.

Event description:
A customer reported that during cataract surgery, an ophthalmic handpiece exhibited high ping sound. The handpiece was probably clogged. The patient experienced white cloud in the eye and at the head wound (woundburn) which was stitched. Additional details had been requested and none received till date. The outcome of the patient was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).